Manufacturer narrative:
H.10: this report originally captured three (3) patient infections. Through follow-up communication livanova became aware of additional information and a single complaint has been generated per each event. In detail, this report is now capturing only one (1) over three (3) event related to a female patient infected with mycobacteria chimaera. The patient undergone cardiac surgery for aortic valve replacement in (B)(6) 2019. Despite antibiotics therapy, patient died in (B)(6) 2020. The serial number of the device used during procedure is unknown. The remaining two (2) cases are being reported under the following importer references: 1718850 -2020-01216, 1718850 -2020-01217.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H.10: the serial numbers of the devices used for these surgery are unknown. However, two (2) over five (5) devices which were in use at the hospital resulted to be contaminated. Only one serial number has been provided ((B)(6)) and a follow up report for the other cases associated to this specific device has been filed. The second serial number remains unknown as well as the type of contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Patient information was not provided. The date of the event will be provided in a supplemental report if made available. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the chief perfusionist under previous cases from the same hospital livanova learned that the water in the heater-cooler systems 3t in use is changed every day and they are stored dry. This is not in alignment with current instruction for use however reportedly the devices are very clean and there is no sign of biofilm. The devices are located inside the operating theatre during use. We are currently waiting to know the result of microbial sampling performed at customer site. Reportedly the tests are still in progress. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of three (3) more patients infected with mycobacteria at (B)(6) medical center. The type of bacteria has not been specified, the serial number of the devices used and the date of surgeries are currently unknown.